Manufacturer narrative:
(B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: based on no sample, the investigation concluded, bd was not able to verify the indicated failure. This is the 1st complaint for lot # 9234179 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Root cause description: based on the investigation and with no sample to analyze or photo showing the symptom reported by the customer, the symptom can¿t be confirmed. Rationale: CAPA not required at this time.

Event description:
It was reported that the bd precisionglide¿ needle broke off into the insulin vial during use, and insulin leaked into the consumer's hand. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "called consumer back from voicemail that was received. Consumer reported difficulty drawing the insulin from the cartridge using the precisionglide needles from current poly bag. Stated today when trying to draw the insulin the needle broke off into the vial and insulin started pouring out into his hand."